Event description:
The customer reported that the system alarms were not heard at the central station. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips response service engineer (rse) performed troubleshooting with the hospital biomed. The rse stated it was reported that the patient was on a mp30 monitor and in room 296. No speaker malfunction messages were viewed on picix main screen, and the speaker was plugged in.the rse instructed the biomed to reboot the picix and that resolved the issue. Customer confirmed that they were able to hear the alarm tones. A good faith effort confirmed there was no allegation nor there was any issues found on the mp30 as it alarmed with the v-tach alarm visually and audibly. The rse reviewed the logs for gmcpedsss01 while logged into the system and did not download them. There were no error messages for the speaker noted in the logs results of functional testing indicated no malfunction of the device. Based on the information available and the testing conducted the cause of the reported problem is unknown. The device was operational after reboot was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.